Manufacturer narrative:
Title: valve-in-valve transcatheter aortic implantation in degenerative sutureless bioprostheses   citation: jacc. Oct (2017) 70;18 doi: 10.1016/j.jacc.2017.09.225   authors: landes u et al.   Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature regarding valve-in-valve transcatheter aortic implantation in degenerative sutureless bioprostheses. All data were collected from multiple centers. The study population included 25 patients (predominantly female; mean age 80 years). Medtronic ats 3f enable aortic bioprosthesis was previously implanted in 3 of these patients. Medtronic corevalve was implanted valve-in-valve in 8 patients due to significant stenosis and regurgitation. The serial numbers were not provided. Among all patients adverse events included: permanent pacemaker, mean gradient of 14 mmhg, life threatening bleeding and major vascular complications. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.